Event description:
It was reported that the lead had undefined impedance with a polarity switch about a year ago on the right ventricular (rv) lead. There was also no capture and increased threshold. The lead had a possible fracture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4574 implantable pacing lead, 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.